Event description:
The customer started running the ahbs2 assay in place of ahbs assay. Discordant advia centaur ahbs2 results were obtained on multiple patient samples. The results were reported to the physician(s). Upon checking the result format for each assay on the centaur, the customer reports that the original ahbs format displays both index results and actual results in (miu/ml). While the ahbs2 format displays results in (miu/ml with no index values. The centaur then transmitted the final ahbs2 results in (miu/ml) to the mainframe (meditech) computer which then multiplied the results by a factor of ten due to the algorithm they had put in place. There was no report of adverse health consequences or patient intervention due to the discordant ahbs2 results.

Manufacturer narrative:
The customer did not request the siemens field service engineer (fse) to be dispatched to the customer site. The customer was able to rectify the problem by removing the multiplication factor of ten from their hot computer (meditech). No further evaluation of the device is required. This appears to be an isolated situation. No conclusion can be drawn.